Event description:
The product complaint report shows the customer alleged that a 7200 ventilator kept ventilating with no audible alarm even though the power switch was turned off. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.